Event description:
The complainant reported that an impella device was implanted and later removed during the same hospitalization. During support, the patient experienced a rise in serum creatinine, prompting concern for possible hemolysis. The clinical support team recommended obtaining laboratory testing for plasma free hemoglobin and reducing the impella performance level if clinically appropriate. The physician implemented these recommendations. Despite these interventions, care was subsequently withdrawn, and the patient expired. Patient-related concerns included acute kidney injury and suspected hemolysis.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.